Event description:
An attempt was made to monitor the patient through an defibrillation adapter in paddles lead. The defibrillation electrodes were connected to the patient first and the defibrillation cable then attached to the electrodes. Reportedly, the patient rhythm was too low in amplitude for a device heart rate detection but appeared to the staff to be about 40 beats per minute. The report is not clear, but the pt may have been administered atropine at this time. The staff noticed that a defibrillation electrode or electrodes had become separated from the defibrillation cable. When the cable was reconnected, it was observed that the patient rate was actually 120 beats per minute and that the ECG previously displayed was an artifact.